Event description:
It was reported that the patient underwent an explant procedure due to an infection.

Event description:
It was reported that the patient underwent an explant procedure due to an infection. Additional information was received that the patient also had difficulty charging the ipg. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7072922.